Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during set up, the screen was dark and the device shut down after two beeps. The setting screen could not be accessed. The device was not used on a patient when the event occurred.